Event description:
The rep reported high impedance readings were detected at follow-up; impedance values greater than 4000 ohms were obtained on some or all of the bipolar pairs. It was unk if there was an open circuit; the rep would increase the default values and rerun the test. The rep was advised to reprogram the stimulation therapy; no pt symptoms were reported. The potential for surgical revision was reviewed. Additional info has been requested from the physician.